Event description:
Event description boston scientific, crm received information that this patient had an increased pacing threshold measurement of 4.5 volts at 0.5 ms in the right ventricle (rv) one day post implant. Intermittent loss of rv capture was also noted at maximum outputs. When the patient was brought back into the cath lab, an rv lead perforation was noted. The patient experienced no cardiac tamponade and the patient experienced no adverse symptoms resulting from the rv loss of capture. The physician retracted the helix and elected to leave the lead in place. A new rv lead was then implanted without complication.